Manufacturer narrative:
Lens was returned in liquid, in lens case/vial. Visual inspection found a piece of haptic missing. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -10.0 diopter, in the patients right eye and noticed the lens was torn. Portion of the lens haptic was found in the delivery device. The incision was enlarged to 3.2mm to remove the lens, no sutures were required. The reported stated that the delivery system ejected the lens slower than usual but that the cause of the event was unknown. The backup lens was implanted with no issues, the patient left the operating room in good condition.

Manufacturer narrative:
Corrected data: the device was returned to manufacturer on 03-jul-2017. (B)(4).